Event description:
Customer reported, probe leakage after the probe hit the sample cap bending the probe. Information was not provided regarding possible error codes/ result condition codes posted as a result of this incident. Probe drop may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results, which could lead to transfusion of incompatible blood. Erroneous test results were not reported as a result of this incident.

Manufacturer narrative:
An ocd field engineer (fe) visited the site. A definitive root cause was identified. Incident occurred as a result of user error. Product labeling states: "processing a test involves the following tasks: -removing caps or stoppers from sample tubes, reagents and diluents". Instrument malfunction was not identified. The fe replaced the probe and performed the appropriate adjustments to return the instrument to expected operation. The customer performed and passed qc testing. A complaint review indicates incident has not recurred at the site post service.